Manufacturer narrative:
Correction: section h10 and/or h11 of the initial medwatch report (MFR report 0003015876-2022-02565) indicates: stryker evaluated the customer's device and verified the reported issue. The event code was cleared from the memory of the device and thereafter did not return. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined. Section h10 and/or h11 of the initial medwatch report (MFR report 0003015876-2022-02565) should indicate: stryker evaluated the customer's device and verified and duplicated the reported issue. The event code was cleared from the memory of the device and thereafter did not return. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Additional information: stryker found that the device had software version -109 installed, and the user was attempting to run a user test immediately after powering on the device. This is a known issue, and when a user initiates a user test immediately after turning the device on, will cause the user test to fail and the service light to come on. When the power is cycled the service light is cleared and the device will pass the user test when initiated a few seconds after power up.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluating the customer¿s device, stryker observed that the device had logged an event code in the memory, which is related to a potential issue of the device delivering energy. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The event code was cleared from the memory of the device and thereafter did not return. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluating the customer¿s device, stryker observed that the device had logged an event code in the memory, which is related to a potential issue of the device delivering energy. There was no patient involvement reported during the event.